Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed. Attempts have been made to obtain the following information. To date no response has been obtained: how was the injury addressed? Why does the surgeon believe the harmonic device caused the injury to the bladder? Where there any generator alert screens displayed? What heat management technique was utilized during the procedure? Had the patient had any previous surgeries?

Event description:
It was reported that during an myomectomy procedure in 2015, the patient got jatrogen injury of uriner bladder during adhesion separating in the small pelvis. The surgeon has assumption, that it might be done by ultrasonic scalpel or electro-coagulation device.

Manufacturer narrative:
(B)(4). This event has been previously reported under mw# 3005075853-2018-10847.